Event description:
The patient was admitted for an emergent coronary angiogram due to acute coronary syndrome. The target lesion was the mid left anterior descending artery. The target lesion was eccentric. Aha/acc classification of vessel was a type c. The target lesion was not pre-dilated. Then, a cypher stent (3.0/33mm) was implanted at the target lesion at 12atm for 60 seconds. Then, a 2nd cypher stent (3.0/33mm) was implanted at 16atm for 50 seconds. The two cyphers were overlapping. Post dilation was not conducted. Ivus was conducted. The cypher stent distally was a little under dilated. Timi flow before and after the procedure was a 3. The residual % of stenosis after the procedure was 25%-50%. Act was not measured. Seventeen days following the index procedure, the patient had symptoms of chest pain. Nineteen days following the index procedure, the patient was follow-up. An increase in st was observed, so a coronary angiogram was conducted. Thrombus was confirmed in the cypher stent and distal to it. To treat the thrombus, aspiration and poba were conducted with a balloon (3.0/15mm) at 20atm for 30 seconds. A driver stent (3.0/15mm) was implanted in the distal cypher at 18atm for 40 seconds and another cypher stent (3.0/18mm) was implanted distal to the previously implanted cypher at 20atm for 30 seconds. Post-dilation was not conducted. Ivus was conducted. Timi flow before the procedure was 0 and 3 after the procedure. The residual % of stenosis after the procedure was 0%. Act was not measured. Four days later, the patient was discharged from the hospital. Date unknown: the patient developed melaena, anti-platelet medication was discontinued. One month following the index procedure, the anti-platelet medication was discontinued and the patient still developed melaena. A colon fiberscopy was being planned. ECG was conducted and irregulatories were observed so coronary angiogram was conducted and thrombus wea confirmed in the cypher (3.0/18mm) and the driver stents and also in the distal cypher (3.0/33m). To treat the thrombus, poba was conducted (3.0 and 3.5/unk mm) at the distal left anterior descending artery at 20atm. The blood flow ws recovered, though was a delay. After the pci, the patient was treated for heart failure and is recovering gradually.